Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that a physician claimed that leads break. The physician could not provide any examples and did not have any specific product in mind. The complaint was not tied to a patient or a specific event. Follow up was attempted, but no further information was obtained.